Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl. The blood glucose was 652 mg/dl at the time of the incident. Customer does not have the infusion set and reservoir to return at this time. Treatment methods were not mentioned. Troubleshooting did not occur. The reservoir will not be returned for analysis.